Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during an ileostomy closure, the staples were partially applied. On the distal part of the staple line, the staples were not properly applied on the tissue. There was less than 1cm of tissue loss in the staple line size. The same ta was reloaded with another reload and it worked just fine and the patient's current status is reported as okay.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one ta¿ auto suture¿ stapler with dst series¿ technology opened by the account. The instrument was received with a 3.5mm single use loading unit (sulu) not loaded in the instrument. Visual inspection of the sulu noted that all of the staples were partially advanced in the cartridge. Some staples were in unusable damaged condition. Functionally, the damaged staples were removed and the sulu was reloaded with staples. The instrument and sulu were applied to test media with proper staple formation. A review of the device history record indicates this device lot number was released meeting all medtronic quality specifications at the time of manufacture. Replication of the staple line incomplete and staple formation condition may occur when the firing stroke is not completed during application. The instructions for use of this product state: to fire the instrument, squeeze the handle a second time until it reaches a solid stop and it locks in the back position. If the instrument handle is partially squeezed during firing then released, bleeding may occur as the instrument was not fully fired. The current packaging design for the product does not allow room for advanced staples, thus the condition could not have occurred during assembly or shipment. Due to the incomplete firing of the device the staple line would not be completed and the staples would not have been able to properly form. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.